Event description:
The facility reports the left leg clip of the sling became detached, causing the resident to slide down and backwards. The right leg stayed in the sling and the resident struck the back side of head.